Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post catheter implant, the external segment of the device was allegedly found to be leaking. It was further reported that the port was explanted due to sepsis. The current status of the patient is unknown.

Event description:
It was reported that post catheter implant, the external segment of the device was allegedly found to be leaking. It was further reported that the port was explanted due to sepsis. The procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the device was not returned for evaluation.the investigation is inconclusive for the reported leak and sepsis.a definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the broviac cv catheter, single-lumen, 6.6f products that are cleared in the us. The pro code and 510k number for the broviac cv catheter, single-lumen, 6.6f products is identified in d2 and g5. H10: d4(expiry date: 06/2021),g4 h11: b3,d1,d4,f10(device),g1 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.